Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the touchscreen has small pits. The customer has tried to calibrate the touchscreen multiple times.the unit was being used on a patient at the time the reported issue occurred however, there was no patient harm.